Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube diverticulosis ('salpingitis isthmica nodosa') and embedded device ('essure devices extending into the myometrium') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included pelvic pain, endometrial ablation, multigravida, parity 3 and miscarriage. In 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube diverticulosis (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube diverticulosis and embedded device outcome was unknown. The reporter considered embedded device and fallopian tube diverticulosis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: tubal ligation essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube diverticulosis ('salpingitis isthmica nodosa') and embedded device ('essure devices extending into the myometrium') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included pelvic pain, endometrial ablation, multigravida, parity 3 and miscarriage. In 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube diverticulosis (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube diverticulosis and embedded device outcome was unknown. The reporter considered embedded device and fallopian tube diverticulosis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: tubal ligation essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.